Event description:
The customer's mother reported via phone call that the customer's insulin pump was alarming no delivery. The customer's blood glucose was unknown. The customer's mother declined troubleshooting at the time of the call. The customer's mother confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm noted. The insulin pump passed prime/a33, displacement test and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.